Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred. The customer delivered a correction bolus and changed out the cartridge. The customer's blood glucose (bg) level was impacted (over 300 mg/dl). The customer was hospitalized on (B)(6) 2016. Insulin and fluids were administered intravenously. The customer was released from hospitalization on (B)(6) 2016. It was indicated that manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found (occlusion alarm).